Event description:
In 2001, the cryopreserved pulmonary valve and conduit was implanted into a patient with a known history of bicuspid valve left ventricular hypertrophy, and myxomatous degeneration. In 2002, the implanting site reported the patient had blood cultures indicating staphylococcus epidermidis. No source of infection was noted. According to the report, the patient developed a mediastinal abscess, which eroded the pulmonary artery and aorta. The valve was explanted (approximately 6 months post-implant).